Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient has been indicated for a right elbow arthroplasty revision due to loosening of the humeral component and bone loss/erosion two years post-operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Reported event was able to be confirmed due to review of radiographs received, however device was not returned for evaluation. Radiograph review noted, "radiolucency is present at the humeral component metal - bone and humeral component cement- bone interfaces consistent with loosening. Radiolucency is present at the ulnar metal component - bone and ulnar component cement- bone interfaces consistent with loosening. There is polyethylene wear of medial bushing. Radiolucency with bone expansion distal volar humerus at the anterior flange is suspicious for granulomatous osteolysis. Bone fragments projects at the medial elbow joint. Soft tissue swelling is present about the elbow." Device history records (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a right elbow arthroplasty revision due to loosening of the humeral component, infection, and bone loss/erosion approximately twenty-seven (27) months post-operatively.